Manufacturer narrative:
The hook cev2295a 3pk n5 for hook handle (cev2295a) was returned for evaluation: the device history record (DHR): unable to review the applicable DHR as the batch number was unavailable failure analysis: the product was returned, and the evaluation verified that the problem statement is confirmed. The coating of the 2 devices was damaged. There were two holes in the coating of one of them, and the coating was missing near the hook for the other. The color of the coating is not the same as the coating performed at integra microfrance. Root cause: the damage to the coating is probably due to a bad handling of the devices during cleaning, storage, or use. Moreover, integra microfrance (imf) recommends repairs within its factory and cannot guarantee the services provided by an external service provider.

Event description:
A facility reported that the hook cev2295a 3pk n5 for hook handle (cev2295a) had damaged sheath. The product was in contact with the patient, however, there was no reported injury, death, or increase in surgical time reported.

Manufacturer narrative:
Updated fields: g3, g6, h2, h11. Corrected field: g4: PMA/510(k) #.

Event description:
N/a.